Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation attributed the root cause to unintended user error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was impacting femoral trial was cracked and scratched/nicked. The patient was not affected and surgery time was not delayed. There was just a cracked. Trial was still in one piece. Trial was returning.